Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the single-site permanent cautery hook instrument had the shaft tip broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the yellow part that connected the shaft and the tip broke, and the tip came out and hung. However, the tip did not fall off/ detached. No arcing was observed. The instrument did not collide with any other instruments or other hard material. The customer confirmed that no fragment fell inside of the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the main tube broken. Small fragments were not returned with the instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in the following field: d4 (unique identifier were updated).